Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 169 mg/dl and 69 mg/dl. Customer was feeling weak and shaky with the reading of 69 mg/dl, so she took another reading. Customer was able to self-treat with toast, peanut butter, and 2 oranges. No adverse event reported. Requested return of suspect device and replacement was sent.